Manufacturer narrative:
Pre-implant films and additional films at implant were not provided for review and comparison. The exact cause of events could not be conclusively determined from the limited films provided. The films provided showed that the aortic neck was severely angulated; the angulation measured ~ 70 deg l-r. The films provided confirmed that the bifurcate was implanted ~ 1 cm below the left renal artery. Contrast injection with the injector placed above the bifurcate suprarenal stent showed contrast outside of the stent graft, feeding the aneurysm sac. The exact source of this contrast could not be conclusively determined as additional films were not provided to assess the blood flow dynamics. However, it is possible that implanting the bifurcate stent graft low in an off-label and severely angulated aortic neck may have contributed to the reported proximal type I endoleak. The exact cause of the reported reliant balloon burst could not be conclusively determined from the films provided. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment an 8 cm in diameter abdominal aortic aneurysm. It was reported that during the initial procedure the physician intentionally implanted the endurant iis 5 mm below right and 10 mm below left renal artery. The physician used a method of deployment that was outside of the instructions for use. About two stents were deployed and then the suprarenal stents were released. After the stent graft had been deployed, there was a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and intentionally implanted the cuff high in a position that was encroaching on the renal arteries. Both renal arteries were patent but the left renal artery had low flow. Another manufacturer's stent was implanted in the right renal artery and the physician elected to leave the left renal artery alone. During ballooning of the endurant aortic cuff, the physician over inflated the reliant balloon resulting in balloon burst. The physician noted that a h ard piece of plaque combined with over inflation caused the balloon to burst. The entire balloon was retrieved from the patient after the balloon burst. The physician implanted another manufacturer¿s 6 mm by 15mm biliary stent in the right renal but the left renal was untreated. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.